Manufacturer narrative:
The device was returned to the MFR and the event was confirmed. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the decorative screw was missing and the handpiece was separating during set up for a procedure. The customer pulled another device to complete the procedure.